Manufacturer narrative:
Investigation summary: bd did receive 2 photographs from the customer in support of this complaint. Attached photographs show various blood collection tubes, specifically heparin tube with a detached cap and stopper assembly that contributed to a blood leakage. 10 retained samples were drawn with blood, samples were inverted 10 times, no caps popped off during the exercise and no leakage observed.bd was able to duplicate or confirm the customer¿s indicated failure mode based on the photographs attached for both defects. No root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that the bd vacutainer® lh 102 i.u. Plus blood collection tube has been found experiencing two occurrences of loose closures. The following has been provided by the initial reporter: the cap fell off during the process of transfusion, resulting in blood leakage.